Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line (gl) break. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) with mr grade of 4+. The clip delivery system cds was advanced to mitral valve and was deployed on the mitral valve leaflets without issue. While removing the gl without resistance, the gl broke. The cds was removed, and the remaining gripper line was removed by hand. No portion of the gl remained in the patient and the clip remained implanted secure on the leaflets. Mr was reduced to 1+. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper line break during removal could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.